Manufacturer narrative:
The investigation for the reported access site bleeding and low pump flow has been completed. Pump was not returned for investigation. As per the clinical report, a steep insertion angle was reported during the case. The cause of the access site bleeding issue was most likely use related to steep insert angle. According to the clinical report, the pump had suction alarms while running on a higher p-level, which resolved at p6. The patient was also given 2 units of blood. Data log shows no motor current spike or positioning issue during the reported suction alarm while running on a higher p-level during case start. Suction was seen stabilizing later during the case while running on p-6. The placement signal trend was also trending during the suction event. The cause of the low pump flow issue was most likely patient condition related, based on data log review and provided clinical details.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient implanted with an impella cp had a hematoma at the access site and had pump suction alarms. Anticoagulation was withheld and two units of blood products were given to the patient. The patient was successfully weaned from the pump and survived.